Event description:
This is report 1 of 2. It was reported that a homechoice device experienced a system error 2240 (air in tubing) during dwell cycle four of peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the alarm. The hp reported that the supply bag fell and disconnected from the set up. The technical service representative (tsr) advised the hp to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a supply bag falling and becoming disconnected is a known cause of air being introduced into the set up. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are warned to place the solution bags on a flat, stable surface and that falling bags can result in a disconnect or leak. The patient guide provides step-by-step instruction for connecting the solutions bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.